Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to pair a libre 3 plus sensor with the ilet and ilet mobile app because the sensor had been started in the libre app and the ilet firmware required an update, resulting in the sensor being in use by another device and preventing pairing with the pump. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included successful initiation of a new sensor warmup after guidance, with continued glucose management and no alerts or alarms. Investigation included technical support troubleshooting and user education on correct setup and pairing workflow for the ilet and ilet mobile app. Investigation of this case revealed that using the libre app to start the sensor before pairing with ilet and outdated pump firmware prevented proper connectivity. It was concluded that the event was due to user setup error and required firmware update, resolved through education and device update without device malfunction.